Event description:
It was reported that the patient experienced undesirable stimulation. The patient felt an electrical tingling down their left leg with a nearby lightning strike during a strong electrical storm. It was reported that the etiology was the left lead and the implantable neurostimulator (ins). No actions were taken and the patient recovered without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v571447, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).